Event description:
It was reported the patient's ipg was inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure. The issue is resolved.